Event description:
The customer reported that the intellivue monitoring system alarmed for a false vtach (artifact), a few seconds later the patient had a real vtach episode but the monitor did not alarm because it was already in that same alarm condition. The patient was cardioverted.

Manufacturer narrative:
(B)(4). The customer reported that the intellivue monitoring system alarmed for a false vtach (artifact), a few second slater the patient had a real vtach episode but the monitor did not alarm because it was already in that same alarm condition. The patient was cardioverted. Philips is in the process of obtaining additional information concerning this event and the compliant is still under investigation. A final report will be submitted once the investigation is completed.